Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) experienced system overheating. A patient was involved; however, no harm was reported. The unit was replaced with another cardiosave, and treatment continued. A getinge field service engineer (fse) inspected internal scroll compressor operating speed and the installed temperature sensors and no abnormalities were identified. The fse performed operational and cooling tests at 20 c under half-load conditions, with a flow rate of 80 l/hr and af mode selected. The issue could not be reproduced. It is suspected that the event was caused by a temporary high load resulting from fluctuations in the patient¿s heart rate. No issues were found with the unit, and the inspection results were satisfactory.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had system overheating. No patient harm / injury reported. The device was replaced with another cardiosave, and treatment continued.